Manufacturer narrative:
Blockb3: the exact date of the event is unknown. The provided event date, 05/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/22/2023. Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular. Device code a04 captures the reportable event of gel lasts too long.

Event description:
It was reported that the patient had the spaceoar hydrogel placement procedure six months ago. The device is still presents in the patient; additionally, an infiltration of the hydrogel into the rectal wall occurred. The patient's current condition remains unknown at the time of this report.

Manufacturer narrative:
Additional information block b5 and h6 have been updated with the additional information. Correction block h6 imdrf patient code has been update with e2403. Blockb3: the exact date of the event is unknown. The provided event date, 05/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/22/2023. Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular. Device code a04 captures the reportable event of gel lasts too long.

Event description:
It was reported that the patient had the hydrogel placement procedure six months ago, the device still presents in the patient, additional this has been complicated due to an infiltration of the hydrogel into the rectal wall. The patient current condition remains unknown at the time of this report. Additional information it was further reported that the patient's radiation treatment was delayed leading to the additional use of eligard and magnetic resonance imaging (MRI) treatments.